Manufacturer narrative:
.

Event description:
It was reported that the patient suffered a syncope due to high ventricular stim thresholds greater than 5v and no sensing was observed. An artificial tricusdpidal valve was implanted. The patient condition is good and it was discussed to implant a new lv lead.